Event description:
It was reported by the patient called and complained about hip.

Manufacturer narrative:
Product complaint # (B)(4). 7/20/2022 response email received from patient. The email has been attached to this pc and the body of the email is noted below. The patient is requesting compensation, therefore, his information has been forwarded onto the legal team and communication form the customer quality team will cease. Notification email to legal is attached to this pc. Patient email response: "I very happy with the depuy hips. I have had both replaced about 5 years apart when I was 40 years old. I suffered horribly from age 14 until I was 40 and could go no more because of cartilage failure. Looked like the rocky mountain range it was so failed on both hips. I waited as long as possible before giving up my natural hips. Huge mistake. I could have been more pain free I am now looking back. Why did wait. Then the left hip the first one I had done. Developed problems (B)(6) 2015. (B)(6) 2016 went to orthopedic kaiser doctor. X-rays MRI. Diagnosis worn. Wrong! 9 months walking on hip with broken retaining clip. Found only during surgery (B)(6) 2016. One piece of clip never recovered. Doctor just button me back up. Now just finished new MRI. Talking to doctor tomorrow (B)(6) 2022. I will send all documented information. Doctors notes. All diagnosis notes. Surgery notes. I have all on cd on computer if you need complete detail. I would also like compensation for the failure of the dupuy part. That's not my first intention contacting depuy. That is secondary to my contacting dupuy. I think in all fairness of serious part failure. My willingness to be a part of any solution of part failure for future recipients of your products are fair value to dupuy. You can guide me to your compensation committee or however this is handled? Will be helpful." Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.